Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, poor communication occurred due to cable failure and the image was not displayed. The cause of the cable failure could not be identified. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found that the mechanical system was cracked on the focus ring and the rear cover label was faded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the 4k camera head had an unknown issue with the device. The issue was observed during a diagnostic (laparoscopic bilateral tubal ligation and loa) procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found there was no image displayed on the camara due to a faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.